Event description:
Customer was admitted to the hospital with low blood glucose levels. Troubleshooting performed and pump is functioning as designed. Suggested customer to call md to discuss possible causes for low blood glucose levels.